Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a highest blood glucose of 383 mg/dl for approximately four hours after a meal and a supply change while using an inset 23" infusion set; the caregiver and facility staff consulted for troubleshooting, and insulin delivery was confirmed without tubing change. Symptoms included hyperglycemia without reported ketone testing, symptoms, or loss of consciousness. Outcomes included stabilization of blood glucose after guidance and monitoring without hospitalization or outside emergency assistance. Investigation included telephone-based troubleshooting and education regarding potential infusion site insertion issues and recommendation to change the site if glucose remained high beyond 90 minutes. Investigation of this case revealed no device malfunction confirmed and suggested a possible infusion site or insertion-related issue, with the cause ultimately unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.